Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, inappropriate auto mode switching due to far-field r-wave oversensing was observed. Programming changes were recommended.